Manufacturer narrative:
Event description: it was reported, during a laser lithotripsy procedure, two ngage nitinol stone extractors from an unknown lot, had baskets that would not open. A third same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed including a review of manufacturing instructions, the instructions for use, and quality control data. Two ngage nitinol stone extractors were returned for investigation. Inspection of the returned devices noted: device a the device was returned with handle in the open position and basket formation in the closed position. The mlla [male luer lock adapter] was tight and the collet knob was tight and secure. The support sheath and basket sheath were detached. Glue was visible on the basket sheath. A functional test determined the handle does not actuate the basket formation. Device b: the device was returned with handle in the open position with the basket formation in the closed position. The mlla [male luer lock adapter] was tight and the collet knob was tight and secure. The support sheath and basket sheath were detached. Glue was visible on the basket sheath. A functional test determined the handle does not actuate the basket formation. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The product specification was reviewed and all extractors are 100% verified to assure the basket opens and closes properly and that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the complaint file, and quality control documents do not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. Both returned devices were found to have baskets that were closed and could not be opened due to the basket sheath and orange support sheath separating. The basket sheath and support sheath are glued together during manufacturing. Glue reside was observed on the glue joint for both devices. Both devices were tested before use and failed during the same procedure. It is possible there was a procedural related issue that affected both devices during use, but there is not enough evidence to conclude the cause of the issue was procedural related. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 29oct2020:the procedure being performed was laser lithotripsy. The devices were tested prior to use. There were no issues with the patients' anatomy. A third same type device was used to complete the procedure.

Manufacturer narrative:
Occupation: materials coordinator. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure, when the physician attempted to open the basket of an ngage nitinol stone extractor to extract the stone the basket would not open. A second ngage nitinol stone extractor was used and the physician experienced the same issue, the basket would not open when attempting to extract the stone. It is unknown how the procedure was completed. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.